Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started by tandem technical support, however, the customer declined to complete the check. Customer's blood glucose was over 600 mg/dl. Customer addressed the elevated bg by a correction injection via manual insulin therapy.